Manufacturer narrative:
H3: one device was returned for repair with complaint of cassette not attached error. This device has not been serviced in the past. Review of event log found cassette locked but not latched error. The reported problem was verified. The cause is the latch lock flex. Replaced the latch lock flex to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "crothall services group - (memorial hermann)" investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was not attached and had an error. Per reporter, the event occurred during preventive maintenance. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.